Event description:
The customer reported that the 840 ventilator had a blank screen. The covidien customer support engineer (cse) inspected the device and repaired the graphical user interface (gui pcb). Unit passed all tests.